Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was noted that the right ventricular (rv) lead exhibited over and un der-sensing on stored episodes on electrogram. The rv lead remains in use. No further patient complications have been reported as a result of this event.